Event description:
In 2008, it was reported to boston scientific corporation that a procedure using a prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, during preparation, the catheter cartridge would not fill up correctly and once the balloon was inflated it could not be deflated. The case was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine" at the time of this report.

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The reported lot number is for the catheter which is part of the kit. A review of the device history record (DHR) was reviewed for the reported catheter lot number; no anomalies were noted. The complainant indicated that the device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.